Event description:
It was reported that during a lap. Gastric bypass procedure when the packaging was opened the tip of the ancillary trocar was bent. When the account was trying to straighten the trocar broke. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.